Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a pedicle screw fixation procedure on (B)(6) 2017 and barbed suture was used. When the suture was pulled with a slightly strong force during use, it broke. There were no adverse consequences to the patient.